Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line); which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) assisted with troubleshooting. The hp would disconnect and complete therapy using manual supplies. The hp would call their nurse in the morning. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2012 the regarding reported problem. The hp stated they do not recall the alarm or the event very clearly. The hp stated they believe they started over, and everything resumed okay. The hp stated they do not think there was anything unusual with the supplies. The hp stated therapy overall is going okay. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2012 the regarding reported problem. The pd rn stated the patient never mentioned the alarm to them. The pd rn stated from what they know the patient is doing fine. The pd rn stated they never mentioned having any problems with the machine or with the supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error (se) 2240 was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed. Baxter will continue to monitor similar reports to determine if further actions are required.